Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it was confirmed that it was due to failure of connector part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While the evaluation revealed that both connector¿s contact peins appeared to be intact. The light source side¿s connector and cable appeared to be twisted and scratched. The locking mechanism on that side was also found protruding and bent ¿ it could not fit into the light source connector properly. One of the black plastic locking levers was missing and the remaining one was slightly off and stuck. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a procedure, when attempting to disconnect her olympus light source cable, it broke. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.